Event description:
The patient was having an abdominal x-ray. While patient was on x-ray table, the exposure taken displayed error message. The image was processed, but it was blank the first and second time. A manual technique was elected for third exposure, and the image was available when processed.